Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) spoke to the customer and requested that the batteries be charged prior to his visit to the site to evaluate the unit. The stm later visited the site, and upon checking the battery performance, the batteries did not meet the run time specifications. The stm replaced the batteries to resolve the issue. In addition, the stm then checked with the facility's biomed and noted that the records indicated that the battery was due for replacement in february 2019, but the last battery replacement was in february 2016. Unrelated to the reported issue, the stm replaced the safety disk due to the expiration date. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during patient transport, the batteries on the cs300 intra-aortic balloon pump (iabp) depleted rapidly; however the iabp unit did not shutdown. It was later reported that the iabp unit turned off while running on the battery. There was no patient harm and no adverse event was reported.